Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or ""brief sensor issue""occurred. The sensor was inserted into the arm on (B)(6) 2025. On 04/27/2025, it was reported that the patient began vomiting that evening. She reported her cgm device had not been providing any cgm values as it was in a sensor error state. The patient was unable to test her bg meter readings because she was ¿very weak¿ and couldn¿t stand up. The patient was wearing an omnipod insulin pump. Around midnight, 911 was called. Ems arrived and transported the patient to the emergency room (ER). The patient was diagnosed with dka and treated with an IV insulin drip. She was discharged home after three days. Once home, the patient inserted a new sensor. The patient was in ¿normal condition¿ at the time of report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or """"brief sensor issue"""" was not found within the investigation window. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.